Manufacturer narrative:
A field service engineer (fse) was not dispatched. Informed customer that bubbles might be in control. Also if control material is not at room temp it would cause the issue. No analyzer issues and customer unable to duplicate issue. Informed customer to perform precision study to verify analyzer performance. No further action needed by the fse the probable cause of the event was bubbles in control. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported result high to low with their aia-1800 analyzer. Which resulted in delay in reporting of patient results for afp. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer (fse) was not dispatched